Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Service representative proceeded to reseat circuit boards and ensure all cable connections were secure and verified critical voltages. The system was tested and found to be working as intended and placed back into service.

Event description:
Reported that during surgery, there was no image on the monitor. Report came secondhand from hospital bio med. No patient information available per hospital policy. It was not reported that there was any adverse patient event.